Event description:
On (B)(6) 2011 irrigation, debridement and repair of posterior cervical incision with complex multilayered wound closure. Pt was found to have superficial wound dehiscence at the cervicothoracic junction on 2 separate occasions that require a revision of the wound twice within the week. The patient was noted to have significant erythema, swelling and pain at the site of the incision with the elevated white blood cell count. On (B)(6) 2011 the patient had an instrumented fusion which subsequently had a wound dehiscence and subsequent wound infection requiring removal of hardware and placement of halo. Patient¿s laminectomy was re-instrumented ¿ re-explore pt laminectomy, re-instrument pt user and fuse pt with iliac crest bone graft and then placed a flap over the wound closure.¿ on (B)(6) 2012 axial imaging of the thoracic spine was performed with multiplanar reconstruction to ain in diagnosis the bone of the c7 vertebral body is somewhat mottled in appearance, and this could indicate chronic infection or old infection. Viscosity seen as a consequence of chronic degeneration, however. Bilateral pedical screws are seen at t1, t2 and t3. The right sided pedical screw at t3 appears to terminate outside othe the lateral aspect of the vertebral body. On (B)(6) 2012 patient reports chest pain there is distal anterior and apical wall ischemia. There is possible mild lateral wall ischemia. The left ventricular systolic function is mildly decreased with a left ventricular ejection fraction of 49%. There is mild global hypokinesis. On (B)(6) 2012 patient presented with the following: *acute septic shock, mixed acute hypoxemic respiratory failure requiring intubation and mechanical ventilation. * acute pneumonia. * acute hyponatremia. * acute leukocytosis * chronic pain. Physician impression: severe septic syndrome arising from pneumonia with complications of pleural effusion. The abdominal component of this appears to be secondary to the use of the vasopressor agents to maintain blood pressure. On (B)(6) 2012 acute renal failure with severe lactic acidosis; dialysis catheter was placed using a guidewire

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient underwent fusion surgery in which rhbmp2/acs was used. (B)(6) 2010: the patient was discharged from the facility.